Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the loss of communication between the insulin pump and sensor and lost the sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884xcu, mmt-5100clx. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884xcu. No product return is required for mmt-5100clx.

Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter not returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and found cracks along the gold trace path. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category= app applicable). No lost sensor alarm noted in the traces. Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of communication or lost sensor alert is not confirmed. However, the complaint of change sensor alert is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage) happened.